Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being further investigated. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the broach-adapter-straight device was dented and there were sharp edges on the front. It was further determined that the device failed the visual assessment. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the polymeric cap, which found that it was dented and appeared to have been dropped, causing some denting where the adapter and broach connected (user error). It was further determined that the device failed the visual assessment which showed that the device was dented and there was a sharp edge on the front. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.